Manufacturer narrative:
According to the facility on (B)(6) during a procedure a foley catheter was placed after the balloon was 'filled and seated'. Per the facility when the patient was being turned for the procedure the catheter slid out and an additional catheter needed to be placed. No additional information is available. The sample has been returned for evaluation but a root cause cannot be determined at this time. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on 09/09 during a procedure a foley catheter was placed after the balloon was 'filled and seated'. Per the facility when the patient was being turned for the procedure the catheter slid out and an additional catheter needed to be placed.

Manufacturer narrative:
Updated: b4,d2,d4,g6 supplemental medwatch filed to correct product info.